Event description:
It was reported that during a large bowel (B)(6) resection procedure, on one side the device had not closed the inside bracket row. Brackets were not closed and the surgeon had to remove them. The surgeon had to overstitch the anastomosis site. The surgery was prolonged 20 minutes more in order to overstitch and remove the brackets. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found the device was received in good visual condition and with six sr75 sterile reloads present. One cartridge was opened and tested for functionality with the returned device; the device fired without any difficulties and the staples were note to have the proper shape. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by (B)(4), and are visually inspected 100% as a final check. (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process